Event description:
Additional information received reported the patient recovered without sequelae on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n132194009, implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found miscellaneous overinfusion undetermined root cause. Analysis of the catheter, lot number (B)(4), found catheter body dried drug, blood, or foreign material occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2014, the proximal segment of the catheter was removed due to an occlusion and the new proximal segment was added. It was noted the patient was having routine surgery to replace the pump and the healthcare provider (hcp) did a pre-surgery dye study on (B)(6) 2014. The catheter was aspirated of 1cc clear cerebrospinal fluid (csf) ¿sluggishly¿ and 6cc of contrast was not able to be visualized moving into the spinal canal. There were no leaks or trace of contrast around the pump, but it was unknown where the contrast was going and was not visible on fluoroscopy. On (B)(6) 2014, the pump was decreased by 25% and the hcp would wean the patient as tolerated as well as supplement with oral opioids to treat pain and/or withdrawal reactions. The logs were checked and x-rays were also performed. This led to a catheter revision at replacement surgery. At surgery, the catheter was trimmed at the pocket and there was good flow noted. The catheter was aspirated of drug and connected to a new 8596sc with flow of csf. The hcp reported a partially occluded catheter. It was reported the patient had chronic pain which was full body pain and the patient only noted an increase in pain when the pump dosing was decreased after the dye study. The pain was getting worse and worse with the decreases. Prior to the dye study, the patient did not have complaints about therapy. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver morphine, bupivacaine, and fentanyl. A follow-up report will be sent if additional information becomes available.